Event description:
The reporter initially reported that the stopcock was leaking saline. During returned product evaluation, medex medical determined that the stopcock was leaking due to a crack. There was no pt injury or treatment associated with this issue. This was reported to medex medical by a hosp.